Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The surgeon found the needle had detached from the suture when the surgeon intended to grasp it with a needle-holder. The surgeon exchanged it for another package from the different lot, and it worked normally. There was no adverse consequence to the patient.